Event description:
The customer complained of calibration and qc issues for multiple assays on a cobas 6000 c (501) module. The customer also had discrepant results for 1 patient sample tested for ca2 calcium gen.2 (ca2). The initial result was 6.8 mg/dl. The repeat result was 9.5 mg/dl. The sample was also repeated on a different analyzer and the result was 9.6 mg/dl. The initial result was not reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found an issue with the solenoid valve and gear pressure was misadjusted. The fse replaced the solenoid valve and adjusted gear pressure and replaced seals. The fse ran a 21 cup precision and the customer ran calibration and qc. All results were within the acceptable range. The instrument was operating within specification. The customer has had no further issues since the service visit. No issues were identified during a review of the customer's alarm trace data. The investigation determined that the valve issue found by the fse was the root cause of the event.